Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. This importer report was accidently omitted on the day the initial report was submitted to the FDA. We apologize for the delay of the importer report. We will take measures to address this delay with the specialist and the entire team to provide retraining to avoid late submissions. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, the patient was scheduled for hysteroscopic surgery (hsk). However, the procedure proved to be difficult as it could not be performed with the bipolar resectoscope. It was therefore necessary to use hsk scissors. We had two of these instruments in our inventory, and the surgeon needed the second hsk scissors for another procedure on the same day. The hsk scissors used initially worked perfectly, but one of the scissor arms suddenly came loose during the procedure. Despite an intensive search, the broken part could no longer be found, either in the irrigation system, on the floor or elsewhere. To be on the safe side, the patient was x-rayed and no foreign body was found. As a result, the procedure was discontinued. The original findings were still present and, as things stand, the patient is to be operated on again at the campus at a later date. Due to the fact that the procedure was aborted, the original findings are still present and the patient is to be operated on again at a later date, the case is classified as reportable. Additional information was provided that the surgury was postponed until (B)(6) 2025.